Manufacturer narrative:
Additional information: the report of pump thrombus was confirmed based on the evaluation of the pump. Examination of the pump blood-contacting surfaces, upon disassembly of the pump, found denatured rings of tissue-like thrombus adhered to the inlet bearing and bearing cup. The rings appeared to have been a single formation that was pulled apart during disassembly of the pump. In addition, the tissue showed laminated layering, indicating that the thrombus formed over an undetermined period of time. Although the evaluation could not conclusively determine the cause of the thrombus, the observed thrombus could have contributed to the reported increase in ldh. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or electrical shorts. The pump was cleaned, reassembled and operated on a mock circulatory loop and functioned as intended. According to our records the patient remains ongoing. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt's lvad pump was exchanged due to clot. The site stated that the clot was seen upon explant. It was also noted that the pt had high lactate dehydrogenase and was not taking aspirin.

Event description:
According to additional information provided, the event date was changed to (B)(6) 2014 in accordance with the device tracking form received. The patient's date of exchange was reported to be (B)(6) 2014.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.